Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing (23.5%). No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) . No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection of the set found the tubing toward the pivot side of the flow stop arm. During the functional testing the lab results did not match the 23.5 percent under delivery reported by the customer. The root cause of the under delivery seen is consistent with the set having been sitting clamped (no blue clip) for 3 months and then attached to the pump (clamped at outlet valve) for 2 weeks.